Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was not beeping after being suspended. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes. The insulin pump passed self test. The customer was supposed to receive a reminder about the insulin being suspended. Customer said that the insulin was suspended for 6 days and it's still not beeping. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.